Event description:
Reported an infusion pump with a failure code 570. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or med intervention has been reported.

Manufacturer narrative:
The pump is in the process of being evaluated review of the complaint history reveals similar reports have been received for this product for the reported issue. There is a CAPA mdq-CAPA-132 open to document and evaluate this issue.